Manufacturer narrative:
Follow-up # 1 06/18/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/22/2012 with the following findings: on examination, the keypad was found to be fully intact, with no peeling or damage observed. The ok and up keys intermittingly respond and require excessive force to activate, all other keys are responsive and have normal spring back or click. Keypad was removed to investigate revealing visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter called animas alleging that beginning about 4 weeks ago, all of the keypad buttons started requiring multiple, harder presses to evoke a response and has gotten worse over time. The keypad is reportedly intact. The patient reportedly keeps the pump in a pocket with a pump skin and does not clean the pump. There is reportedly no adverse event associated with this complaint. This complaint is being reported because the keypad button malfunction remained unresolved.